Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 425 mg/dl. Customer also stated that their blood glucose was running high even after she changes out her set. Customer also having issues with air bubbles in line. Customer stated cracked on the battery compartment. Customer stated they unable to troubleshot for high blood glucose event or air bubbles due to insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had broken battery tube threads.